Event description:
It was reported a patient experienced fluid in the lungs coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The cause of the fluid in the lungs was unknown. The patient was hospitalized for influenza. The fluid in the lungs was found prior to hospitalization for the influenza. At the time of this report, the patient was recovered from the fluid in the lungs. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty of fluid in the lungs. The device passed electrical and functional testing. A visual inspection was performed and found no issues. The power on self-test was successfully performed. Review of the device service history and device history record revealed no issues that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.